Manufacturer narrative:
Additional information: both devices were prepped per IFU with no issues noted. It is indicated the dislodged stent was implanted in the distal right crown. It was reported there was no attempt made to inflate the rsint35026x device prior to dislodgement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was subsequently reported that no inflation difficulties were encountered. It was reported the dislodged stent was implanted in the distal right coronary artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute integrity drug eluting stents (rsint35026x and rsint35030x) were attempted to be used to treat a severely tortuous, moderately calcified lesion with chronic total occlusion in the ramus. The rsint35030x device was inspected before use with no issues. It was reported that the rsint35026x stent dislodged during delivery to the lesion. It was indicated that an attempt was made to remove the stent using a catcher however the dislodged stent was not removed from the patient. It was also indicated that there were inflation difficulties noted for this device. It was reported that the rsint35030x device failed to cross the lesion. A cutting balloon was used to further expand and another brand of stent was then used to pass the lesion. No patient injury reported.